Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to local adverse soft tissue reaction. Upon revision cloudy yellow fluid, metal staining of the synovium, metal debris, and osteolysis were noted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 5/5/2014 - litigation received. Doi provided litigation alleges metallosis, pain and elevated metal ion levels. Ppd with part/lot information also received. There is no new additional information that would affect the investigation. This complaint was updated on: 05/29/2014.